Event description:
It was reported that a patient underwent a cardiac ablation with a qdot micro¿ catheter and the patient experienced cerebrovascular accident that required medication and prolonged hospitalization. On (B)(6) 2024, catheter ablation was performed. The patient was discharged on (B)(6) 2024. After discharge, the patient had no problem until he went home. However, at 13:00 on june 21, his body started to lean to the left side, and he requested emergency medical assistance and was admitted to the hospital. Diagnosis was a suspected cerebral infarction. Chest x-ray showed no cardiac enlargement or obvious abnormal shadows. Head computed tomography (CT) showed previous lesions in the right occipital and parietal lobes. Abdomen showed subcutaneous hematoma in the right groin. Head magnetic resonance imaging (MRI) showed the following results: diffusion-weighted imaging (dwi) showed pale high signal on left lateral side of medulla oblongata, likely adc (apparent diffusion coefficient) reduction. Mra (magnetic resonance angiography): no significant change from previous mra. Remnant primitive trigeminal artery present. Flair (fluid-attenuated inversion recovery) showed previous lesions in the right occipital and right parietal lobes. T2 showed no microbleeding. It was reported that the patient had a cardioembolic stroke. The outcome is recovering/resolving. The patient required extended hospitalization (admission date (B)(6) 2024). The relationship to the study device is not related and the relationship to the primary index study procedure is possible. Medication was provided. Patient's past medical history includes previous cerebral infarction, atrial fibrillation (post catheter ablation), hypertension, hyperuricemia. The identity of the sheath used was not provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. On (B)(6) 2024, the product investigation was completed as the device was not returned for analysis. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).